Manufacturer narrative:
The qc recovery data provided was within specification. The investigation found that the analyzer surfaces were dirty and frequent sample quality related alarms were observed. Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample quality issues. No product problem was identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys insulin results for 2 patient samples on a cobas e 801 module. The customer questioned the initial results as they did not match the c-peptide results. On (B)(6) 2025, sample 1 had an initial result of <3 pmol/l. The repeat result was 34 pmol/l. On (B)(6) 2025, sample 2 had an initial result of <3 pmol/l. The repeat result was 50 pmol/l.